Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that blood glucose was too high for the meter to read. Blood glucose level was checked 340 mg/dl when at work 40 minutes ago. Customer stated that the pump site was leaking insulin. Customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.